Event description:
Device 2 of 2. Reference MFR report# 1627487-2014-12259. It was reported the pt's lead migrated to the ipg pocket site causing stimulation at the ipg pocket site. The physician repositioned the lead and added another anchor. The pt reported she is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.